Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high pacing impedance and consistently high capture threshold, resulting in complete loss of capture despite multiple repositioning attempts. The ra lead helix ultimately failed to extend. The ra lead was not used and replaced to complete the procedure. The patient was in stable condition.